Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that his daughter's insulin pump alarmed with a button error; the customer was programming a bolus when the numbers scrolled up on their own, and the button error occurred shortly thereafter. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The father did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.